Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump were unresponsive. Customer stated that she wears the insulin pump in her bra. Customer's blood glucose reading at the time of the call was 20.0 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded up and down button keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.